Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and difficult retraction of clip from clip introducer were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and difficult retraction of clip from clip introducer were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 27 february 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr), tethered and restricted septal leaflet and for a triclip procedure. During the preparation of first triclip, one gripper was unable to raise fully. The clip was closed and opened again and still the issue persisted. Difficulty was encountered while retracting clip from clip introducer. As a result, the clip was replaced with another device to complete the procedure. During deployment of second triclip, imaging was challenging due to patient's anatomy. Difficulty was encountered while grasping and capturing the leaflet due to patient's complex anatomy of leaflets. Anterior leaflet was observed to be damaged while grasping. The procedure was continued with successful deployment of the clip. Post deployment, the clip had single leaflet device attachment(slda) from the septal leaflet. Another triclip was deployed to further reduce the tr to grade 1. There was no clinically significant delay.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.